Event description:
It was reported that the surgeon had to perform an intraocular lens (iol) reposition to improve the visual quality of a patient. No further information was provided.

Manufacturer narrative:
Patient information: unknown, information was requested but not provided. Date of event: unknown, information was requested but not provided. If implanted, give date: unknown, information was requested but not provided. If explanted, give date: not applicable, there is no indication that an explant was performed. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Model number and serial number: unknown, information was requested but not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. Establishment name: unknown, not provided. The device was not returned for analysis. There was no model or serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow-up it was learned that the iol moved superiorly in the right eye. The patient experienced symptoms of ¿blur and hazy, blur on edges, haloes.¿ it was reported that there was no device malfunction or quality issue. There was no patient injury. The iol was repositioned on (B)(6) 2022. No additional medical or surgical interventions were required. The outcome is that the patient is happy. It was reported that the event occurred in australia. No further information was provided. Through additional follow-up it was learned that there was no pre-existing condition that would have contributed to lens moving. It was reported that that it is impossible to know the reason why the lens moved. There was no known issue with the lens that the reporter was aware of. No further information is available. The following sections have been updated: section a2: patient's date of birth: (B)(6) 1970 section a3: patient's gender: female section a5: patient's race: white section b3: date of event: (B)(6) 2022 section d1: brand: tecnis synergy iol section d4: serial number: (B)(6) section d4: catalog number: zfr00vi215 section d4: model number: zfr00v section d4: UDI: (B)(4) section d4: expiration date: may 05, 2026 section d6: implant date: (B)(6) 2022 section h4: manufacture date: may 05, 2021 section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 is to capture device decentered or dislocated or tilted or subluxated or wrong position. Section h6: health effect - clinical code: 2137 - blurred vision. Section h6: health effect - clinical code:2227 - halo. Section h6: medical device problem code: 2923 - device dislodged or dislocated. Correction: with the limited information the event was proactively and conservatively initially reported as a reportable serious injury, however with the additional information received on may 17, 2022, the issue was re-evaluated as a reportable device malfunction. The correct reporter information of the physician was received. The following sections have been updated accordingly: section b1: product problem section h1: type of reportable event: malfunction section g2: report source: foreign, other: (B)(6). E1: reporter name and address contact: title: dr. First/given name: (B)(6). Last name: (B)(6). Email address: (B)(6). Address: country: other: (B)(6). Telephone number: (B)(6). Section e2: health professional? Yes section e3: occupation: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.